Event description:
Treatment of posterior communicating wide neck lobulated aneurysms. On (B)(6) 2014, the patient underwent stent assisted coiling procedure. During the procedure, it was reported the solitaire ab stent was advanced to the opening of the middle cerebral artery to be half released. Three coils were successfully implanted in the patient; however, the fourth coil could not be detached. Upon checking on the implant coil, it appeared to have prematurely detached. The detached implant coil was removed from the patient with the solitaire ab that was already inside the patient. Another implant coil was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.